Event description:
It was reported that the tip was defective when removed from the package. The product was not used. This medwatch is being filed based on the results of the returned goods analysis which revealed a separated tip.